Event description:
Customer reports to have received a button error alarm, when customer attempted to rewind, keypad became unresponsive. Customer's blood glucose was 256 mg/dl. Customer was able to clear alarm, but esc button became unresponsive. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)